Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This patient had twiddled this lead back into the pocket. The physician revised the lead, but the patient twiddled it, again, so badly that the lead was very deformed and the helix no longer moved. There are no adverse patient side effects reported at this time and the lead was replaced. Should additional information become available, this event will be updated.